Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 165-170 mg/dl. Customer changed the cartridge to resolve the issue.